Event description:
It was reported, the pt experienced a loss of therapeutic effect. It was stated, the pt rec'd pain relief when standing or walking but no relief when sitting. It was stated, the pt's device had not worked as well after implant, but the pt had also been hurt when walking in to a glass door. It was also stated that "if she (pt) is on her feet a lot, she gets red itchy spots on her ankles and they swell." The pt was referred to their health care provider. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).